Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result/lab inr was 6.0/4.3. The pt had oral surgery about three days ago and started to experience bleeding. The pt's coumadin was held for one day and her mouth was cleaned with antiseptic. The device was replaced and requested to be returned for eval.